Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that they have been receiving constant no delivery alarms. The customer states their blood glucose level has been about 300mg/dl for about four to five days. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's current blood glucose level is 290mg/dl. Troubleshoot was conducted. It was found that the alarm was caused by set and or reservoir connection. The customer was advised to change reservoir and infusion set. Customer was advised to call back if needed.